Event description:
The user facility reported that the stopcock at the zero reference point broke on two separate incidents. In both cases, an external transducer was used and each system was replaced with another accudrain with no breakage or incidents with the replaced system. The patients were not moved where their movement would be the cause of the breakage. The following is the first incident: after the stopcock broke off, the staff rubber banded the stopcock in place. The system was later changed. It was unknown how long the first system was in place. The systemj was later changed. It was unknown how long the first system was in place. This incident was reported in MDR# 2648988-2005-00032. The second incident was the same occurrence, but the system was changed immediately when stocpcok broke. The current MDR is sunmktted for this incident.

Manufacturer narrative:
An investigation has been initiated based on the reported information.